Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification..

Event description:
A peritoneal dialysis patient reported not being able to drain during drain 4 of 6. The cycler was reset and alarmed with air detected in the cassette. Treatment was discontinued and the patient found fluid leaking from the back of the cassette. During follow up the patient reported that he has not had an adverse event, and no prophylactic antibiotics have been provided. The set was not made available for evaluation at this time.